Manufacturer narrative:
The field service engineer (fse) replaced the peristaltic pump. The fse noted the peri-pump tubing on the newly replaced pump assembly were too long in one section, approx 9 cm longer than the specified 8.5 cm. The fse replaced the peri-pump tubing and resolved the issues. The unit was returned to normal operation. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported discrepant vitamin b12 results involving access 2 immunoassay system. The field service engineer (fse) later reported issues with thyroid-stimulating hormone (tsh) and folate results, and failed unwashed section of system check. It is unk if the discrepant results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) serviced the unit at the facility.